Manufacturer narrative:
(B)(4): surgical delay.all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
We received a report that during the implantation of an intraocular lens (iol) the surgeon noticed a foreign material on the base of the haptic. He tried to remove the debris by using irrigation and aspiration, but was not successful. He decided to remove the iol by cutting it and a back up iol was implanted in the same procedure. As a result, the surgery required an extra hour to be completed. There was no need for an incision enlargement. No patient injury was reported.

Manufacturer narrative:
The composition of the foreign material found at the base of the haptic of the intraocular lens (iol) was analyzed and determined to be aluminum. The foreign material found is not part of the composition of the za9003 model. In manufacturing, lenses are measured for iol diopter power and contrast. At the final inspection process, the lenses are 100% inspected at 10x microscope magnification. The operators perform a measurement inspection and disposition according to specification for visual inspection of acrylic intraocular lenses. Once the lenses are inspected and acceptable, they are placed in a lens insert/case. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated when this production order was manufactured. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. Based on the manufacturing record review, no deviation or assignable cause was identified for the claim of ¿debris / particles¿ when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.